Manufacturer narrative:
We are awaiting the return of the device for investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Customer reported at the entry of the renal artery, the stent dislodged and it was difficult to get it back through the introducer sheath.